Event description:
The customer contacted stryker to report that their device alarmed and paused. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker performed a clinical review on the reported event and determined that the device use may have contributed to the patient outcome. The review found that the reported malfunction likely resulted in a delay or interruption in CPR exceeding recommended guidelines, which may have impacted resuscitation efforts. Additional information was requested from the customer; however, no response had been received at the time of the review, limiting further assessment of the event. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.